Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was noticed that during tool insertion into the cannula, it was sticky and hard to slide. The same device was used to complete the procedure. No patient complications were reported by the hosp.